Manufacturer narrative:
The event was reported by the user facilty to the national authority - on request no more information was available and no detail of alarm message could be obtained from the hospital. The device is not in service with draeger - no service records are available. Due to the very little information the manufacturer is not able to draw any conclusion about the reported malfunction. Reportedly the device is already back in use. Device not available for investigation.

Event description:
It was reported that during use, the device generated alarm and stopped ventilation - exchange to the standby equipment immediately. No injury or serious impairment of health of the patient reported. After the reported event the user switched on the device again, no malfunction reoccurred.